Event description:
At the end of the case, staff were preparing to apply an ice man cooling unit for cold therapy. We have had recent experience with this product leaking on several cases, so the staff hooked up the equipment to test it before applying it. When they turned it on, water began spraying out from the connector hose. Staff used another device, which worked correctly. The cooling pad and new device were applied and sent home with the patient. No patient harm resulted.